Event description:
Customer reported that after multiple attempts no tissue sample was obtained. Subsequently, when attempting to pull the inner stylet back the orientation of the sampling notch had rotated approximately 45 degrees from its original forward position. No patient harm reported.

Manufacturer narrative:
The suspected device has not been returned for evaluation. A follow up will be submitted when additional information becomes available.